Event description:
Additional information. The por was cleared with the patient programmer. The patient had an exacerbation of symptoms, but after the por was cleared the patient was doing "fine."

Event description:
It was reported that the patient was unable to adjust the stimulation. The programmer displayed a "call your doctor" icon and a power on reset condition was reported. The power on reset condition was resolved. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer's report # 3004209178-2012-00159.

Manufacturer narrative:
Concomitant medical products: ins model 37601, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown; lead model 3389s-40, serial #(B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3389-40, serial #(B)(4), implanted: (B)(6) 2003 explanted: unknown; extension model 37085-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown; extension model 37085-40, serial #(B)(4), implanted: (B)(6) 2010 explanted: unknown.